Event description:
It was reported that the stent elongated. After pta of the lower extremity was performed, the delivery system was inserted through the common femoral artery and was advanced to the target site, the external iliac artery. The physician intended to release the stent as close as possible to the insertion site of the common femoral artery. However, the proximal end of the released stent protruded about 5mm from the common femoral artery to outside the vessel wall. The physician cut off the protruded part of stent and pushed the stent inside the vessel wall.

Manufacturer narrative:
As part of all complaint investigations, an attempt to evaluate the subject device as well as how the device was used is considered. In this particular case, the stent remained implanted; therefore, it is not available for evaluation and images were not received to aid the investigation. The lot record have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. Our manufacturing process ensures that only stents with correct dimensions according to the specifications are loaded in our deployment systems. All luminexx systems undergo several quality inspections during the manufacturing process and a 100 % final inspection. Based on the information available and as no sample and no images have been provided, the reported problem could not be confirmed; however, both product and non-product factors have been and will continue to be considered. The stent might have become elongated during deployment of the stent or an incorrect stent length may have been chosen by the customer. In reviewing the current labeling we found that the potential factors are addressed in the instructions for use (IFU). The IFU states: " the stent experiences minimal length changes during deployment." A table is included in the IFU to facilitate stent length selection. It is stated in the IFU that the labeled stent length indicates the length of the stent without the radiopaque markers.